Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The customer removed and returned the suspect battery interconnect board for eval; however, testing of the board was not able to duplicate the malfunction. The battery interconnect board was scrapped as a precaution.